Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and after advancing the sheath and going transseptal, the medical team noticed that the tip of the sheath was bent back. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
G1 section form notes: manufacturer site country code: (B)(6). Manufacturer site postal code: (B)(6). Manufacturer site phone:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-feb-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-feb-2026, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and after advancing the sheath and going transseptal, the medical team noticed that the tip of the sheath was bent back. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the dilator exit one of the irrigation holes and the tip was bumped. A dimensional test was performed and the device was found within specifications. A device history record review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. The bumped tip and irrigation hole damaged could be related to the intracardiac resistance issue reported by the customer, the complaint was confirmed. The potential cause of the dilator exit from the irrigation hole could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).